Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited crosstalk oversensing on the presenting electrogram. After consultation with technical services reprogramming was completed to mitigate suspected oversensing. This ICD remains in service. No adverse patient effects were reported.